Event description:
It was reported that the device sterility was compromised. The pullback sled, a system accessory which was part of an ilab ultrasound imaging system, was selected for intravascular ultrasound (ivus) examination of the target lesion. When the outer box was opened, it was found that the seal of the inner package was cracked. The procedure was completed with another of the same device. The patients condition following the procedure was stable.

Manufacturer narrative:
A2 age at time of event: 18 years or older.

Event description:
It was reported that the device sterility was compromised. The pullback sled, a system accessory which was part of an ilab ultrasound imaging system, was selected for intravascular ultrasound (ivus) examination of the target lesion. When the outer box was opened, it was found that the seal of the inner package was cracked. The procedure was completed with another of the same device. The patients condition following the procedure was stable.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a compromised/incomplete seal. The middle of the left side and the other side had a complete seal, but it was barely there, and the sled tray appeared to have some deformities. A2 age at time of event: 18 years or older.